Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had impedance measurements greater than 3,000 ohms. As a result, it was suspected the rv lead had fractured. No adverse patient effects were reported.